Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation from the instructions for use (IFU) were identified. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The light cover glasses, optical cover glass, and distal end cap were worn. The distal end adhesive was lifting. The insertion tube had rubber adhesive lifting. The switch condition was distorted. The asp ch condition and brush passage had evidence of contamination. The down and left angle failed. The air channel/volume was blocked. The water flow and removal failed and the water channel/volume had blockage. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during the evaluation, the colonovideoscope, exhibited white contamination in the jet tube channel. There was no patient involvement.